Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 553 mg/dl at the time of the incident. The customer¿s other blood glucose levels were 560 mg/dl, 550 mg/dl, 572 mg/dl, and 557 mg/dl. The customer reported that they already did a correction bolus an hour ago but still has high blood glucose. The customer informed that their blood glucose was high as they just had a cortisone shot and needed assistance to deliver insulin bolus. The customer did not feel okay for troubleshooting. The device will not be returned for analysis.